Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed a fracture at the proximal end of the anchor. There was some orange debris present, indicating use. A visual inspection revealed that the device was not returned with the tip protector or other protective packaging. There was a yellow substance at the anchor and some red debris; there was black debris at the proximal end of the shaft. The device had either been used or exposed to environmental substances. The proximal end of the anchor had a small fracture beneath the thread. A review the certificates of compliance found that the anchor conformed to the quality requirements as indicated in the specific approved drawings and inspection instructions for each item. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that the device must be sent with a tip protector. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, and foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, adverse impact events, or attempted reuse of a single use device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the package was opened, it was found that the twinfix ultra anchor was broken. It is unknown whether the event happened during surgery and if there was a delay. A backup device was available and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3: the sample is under evaluation by the manufacturing site.

Event description:
It was reported that when the package was opened, it was found that the twinfix ultra anchor was broken. This was noticed during set up of a shoulder rotator cuff repair procedure; therefore, no patient was involved. A backup device was available and no significant delay was reported. Preliminary, results of investigation have found that there was some yellow/red substance and orange debris present in the anchor, indicating usage. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.